Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the unit would not energize, no green light on mobile view station (mvs) cart. The f11 and f12 power line fuses were found to be open. Replaced f11 and f12, and the issue was resolved. The open fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unable to power on. It was reported that the system had been charged overnight, and multiple power outlets were attempted. There was no patient present when this issue was identified. No additional details were provided.